Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The device was sent to philips bench for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.